Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that cutter was not cutting during tractional retinal detachment (trd) surgery. The procedure was completed by opening another pak. There was no adverse effect on patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened ultravit probe, with tip protector, in a tray with other items was received for the report . The returned sample was visually inspected and was found to be non-conforming as orange/brown foreign material was observed on the port face. The sample was functionally tested for actuation and cutting and was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo was reviewed by the investigation site. The photo 1 shows two pak labels, one with a lot code and one with another lot code. The reported product and lot information is confirmed. Photo 2 shows a letter. Reported issue cannot be confirmed from the photo review. The returned sample was found to be functionally conforming, therefore reported issue was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformance's found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.